Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2012 with competitor product. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. The modular head, femoral stem and taper adapter were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2012. It was reported patient was further revised on (B)(6) 2012 due to a fracture. The surgeon attempted to fix the fracture utilizing a baseplate and putty, but was unsuccessful. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent an initial knee procedure in 2003 and a right total hip arthroplasty on (B)(6) 2012 with competitor product. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. The modular head, femoral stem and taper adapter were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2012. It was reported patient was further revised on (B)(6) 2012 due to a fracture. The surgeon attempted to fix the fracture utilizing a baseplate and putty, but was unsuccessful. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to the periprosthetic fracture. All of the knee components were removed and replaced and a patient matched implant was made to go over the calcar stem to facilitate the bone healing and was implanted to bridge the gap between the hip stem and the femoral knee stem. It was reported that the cup was well fixed and there was nothing wrong with the knee components. They were simply replaced in order to have a better fit with the pmi device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper type of implant. While proper selection can help minimize risks, the size and shape of human bones present limitations on the size and strength of implants."